Event description:
The lead was returned to the manufacturer after being explanted with no reason for explant. The lead subsequently tested out of specification during manufacturer¿s analysis. Follow-up information from the clinic indicates the lead was fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: 1580 lead, implanted: (B)(6) 2006. (B)(4).